Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot ==> manufacturing location: monument. Manufacturing date: 29-jan-2019. Expiration date: 31-dec-2028. Part number: 04.037.156s, 11mm/130 deg ti cann tfna 360mm/right- sterile. Lot number: h815083 (sterile). Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, bp55. Lot number: 2l56911. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h613140. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h807630. Part number: 21127, timoagri16.00, bp80. Lot number: h797770. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a removal surgery of trochanteric fixation nail advanced (tfna) due to a broken device on (B)(6) 2021. The broken tfna nail was removed and replaced. No patient consequence. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown); unk - nail head elem: tfna helical blade (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 11mm/130 deg ti cann tfna 360mm/right - sterile. This is report 1 of 1 for (B)(4).